Manufacturer narrative:
Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported patient was injected with juvéderm® volift¿ in the lips and into dark circles with juvéderm® volbella¿. Approximately three months later, patient reported signs of inflammation with enlargement, redness and swelling, granulomatous reaction type in the treatment area. Patient was treated with dacortin 30 mg in descending regimen for 7 days. Patient went to a dermatological emergency room as symptoms has not resolved. 7 days later, hyaluronidase was administered with an inflammatory reaction. Patient was prescribed amoxicillin/acid antibiotic therapy (clavulanate 875/125 mg every 8 hours for 10 days) for pasting is observed in the periocular area (right eyecup). The following month, an echosonogram is performed and noted ¿inflammatory changes in the subcutaneous cellular tissue of both lower eyelids, predominantly right. Nodular images of cystic appearance in the thickness of the subcutaneous cellular tissue of the upper and lower lip to correlate with the injected material.¿ five days later, triamcinolone was infiltrated in a granuloma located in an area right eyelid. Three days later, patient went to an allergology, provocation study, where patient was tested to see if they are allergic to lidocaine, mepivacaine, and bupivacaine. Biopsy was not provided. Currently, there are no signs of inflammation or infection. Symptoms on going with hyperpigmentation of the area. This is the same event and the same patient reported under MDR ID# 3005113652-2022-00725 .(allergan complaint #(B)(4). This MDR is being submitted for the suspect product, juvéderm® volbella¿ with lidocaine.